Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in unspecified timing at the user facility, the screen of the subject device became black out occasionally. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus china, there was the possibility that the reported phenomenon was attributed to the failure of the image processing circuit board, the power supply circuit board, or the liquid crystal display panel. If additional information becomes available, this report will be supplemented.